Manufacturer narrative:
On july 15, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 0.3 cm mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 375cc mentor smooth round moderate plus profile on both sides and was presented with breast implant deflation on her right side postoperatively. As a result, the device was explanted, and replaced on (B)(6) 2020. On (B)(6) 2020, mentor became aware that the deflation side was left. On (B)(6) 2020, mentor became aware that patient also experienced, right side capsular contracture; baker grade unknown, breast ptosis, and asymmetry. As a result, patient underwent bilateral explantation and replacement with allergan devices. This report is for the patient¿s right-sided device.